Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the spirit combo insulin pump has a defective vibration alarm. No adverse event reported. The device has been returned